Event description:
It was reported that the battery of the device had reached elective replacement indicator (eri), with premature depletion suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed high battery impedance. The device is part of the advisory for this model.